Event description:
It was reported to boston scientific corporation in 2006 that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure sixteen days prior. (Male patient , age and weight unknown) according to the complaint, the catheter had a piece of plastic that came off of it, and the wire was exposed. The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable"

Manufacturer narrative:
A visual evaluation found a bend in the working length of the device. Five twists were found in the working length of the device. The evaluation also found that the extrusion wall had been torn distal to the distal end of the guidewire channel. A piece of extrusion had been peeled up from the proximal end of the large brown band, but was not torn away. The cause of the damage is unknown, but the condition of the device indicates that it was twisted during removal, which caused the device to bind up and to damage the channel wall. A lot history search was performed and found no other complaints against lot number 8866185.